Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).

Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single piece lens but was not happy with the way the lens was sitting in the eye. The surgeon felt the lens was the wrong size for this patient and removed the lens within the same surgery. There was no patient injury, no enlarged incision or sutures and a different type lens was implanted. The reporter stated it was the surgeon's choice to remove the lens and the event was not lens related.